Event description:
The device was reportedly explanted due to acute purulent mastoiditis. The clinic confirmed that there was no claim that the device had caused or contributed to the need for the explantation. The clinic further noted that there was significant swelling in the postauricular area. The user has received antibiotics and hormonal therapy. The user also had a subperiosteal abcess on the right, spreading to the site of the implant.

Manufacturer narrative:
According to the information received from the field the device was explanted due to mastoiditis. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, no information points towards the implant being the source of the infection. Further, during device investigation a damage to the electronic circuitry was found. As no in situ measurements were received from the field, it cannot be determined if the malfunction was already present whilst the implant was implanted or if the damage occurred after explantation. Other mechanical damages found are attributable to the removal surgery. This is a combine initial and final report.